Event description:
It was reported that one day post implant, the atrial lead exhibited high impedance. Surgery was performed and when attempting to reinsert the lead into the device header, the lead pin could not be fully inserted. The same issue was observed with a new pulse generator. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis of the lead found that the dimension of the front seal was out of specification for the product.